Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. This condition was not confirmed, as the disposable set was not returned to baxter and the lot number was unknown. The assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Further information was received from a nurse. On an unreported date, the patient recovered from all events and was discharged from the hospital.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer, with supplemental information provided by a nurse, from (B)(6). This report is of peritonitis in a patient coincident with dianeal-n pd-2 2.5 and extraneal therapies. On an unreported date, the patient developed an infection, which was derived from patient's past medical history of diverticulum. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for the peritonitis. On an unreported date, the patient was treated for peritonitis with unspecified antibiotics (dose and frequency not reported). Per the nurse, the event of the peritonitis was due to the infection. Treatment for the infection was not reported. The outcome of the infection was not reported. The patient had not yet recovered from peritonitis. The nurse stated that this event of peritonitis was unrelated to the baxter products.